Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter, no intraprocedural complications occurred. The patient was discharged from the hospital and the following day had a decompensation. The patient went back to the hospital where an echocardiogram was performed but passed away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated field b5 with additional information received.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed successfully with a farawave pulsed field ablation catheter, no intraprocedural complications occurred. The patient was discharged from the hospital and the following day had a decompensation. The patient went back to the hospital where a echocardiogram was performed but passed away. It was further reported that 48 lesions were delivered during the procedure. The autopsy was not performed due to family religious beliefs and preferences. The patient passed away at home.